Manufacturer narrative:
Device received with critical pump error (open book image) and broken force sensor was detected during seating or regular delivery error alarm was present in the device trace download due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with severe corrosion on all electronic assemblies and moisture damage on motor assembly. Product does not meet specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 300 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.